Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported the patient began hearing their critical pump alarm and the pump was empty on (B)(6) 2020. The patient was on oral medications and was doing ok at this time. The patient was looking for a new physician. The company representative emailed an alternate local company representative last week and today about finding the patient a new physician and obtaining a physician¿s orders for refilling the pump, but had not yet received any information regarding that. The company representative was to confer with the patient and the other company representative. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a company representative (rep) indicated the patient was not able get anyone to agree to refilling his pump before it ran dry. According to the managing physicians nurse, the patient was aware well in advance that he would need to find another managing physician, as his physician would be retiring. The pump became empty before he was able to get established with another physician. It was further reported the reps tried to get him to a location where he could get a refill. An infusion center agreed to refill him, but the ex-managing physician was no longer able to provide a prescription, and the patient wasn¿t established with another physician who could. It was noted the rep had never met the patient or the physician, so it was basically just many phone calls trying to help the patient. The patient received oral medication from his primary care provider (pcp), but ul timately the patient started to experience withdrawal symptoms so he was admitted to his local hospital where he could be monitored until getting a refill. The rep¿s last communication with the patient was that he was going to be in the hospital until getting refilled. It was unknown if he had been refilled by the date of this report or not. The rep had not spoken to the physician as the patient's managing physician was retired and no longer practiced. He was currently under the care of another pain management physician. The patient¿s weight was unknown. Additional information was also received from the rep on (B)(6) reported the patient found a doctor to manage their pump and the pump refill was planned for (B)(6) the rep inquired about recommendations for the empty pump and the rep would confer with the hcp and patient. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported they spoke with a nurse practitioner (np) on ((B)(6) 2020) and discussed two options; 1) refill the pump and potentially adjust the programming of the daily rate considering the withdrawal symptoms that he experienced, 3) refill the pump with preservative free normal saline and bring the patient back at a later date to measure what's in the reservoir to be sure that the pump was infusing correctly. The np elected to refill the pump with drug. The refill to place on friday (conflicting date provided as "(B)(6) 2020". The rep spoke with the patient on (B)(6) 2020, and the patient stated they were doing very well. The patient had a new managing physician.